Event description:
#Medwatcher #(B)(4). Started 6 mos after procedure. Abdominal pain radiating front to back. Was occasional but now it's a constant and worsening. Pelvic pain to the point walking is almost impossible. Reoccurring swelling on right side. Joint/ muscle pain. Tingling numbness down right leg. Many migraines steaming from neck and shoulder pain. Mood swings and memory loss. Vaginal discharge no odor.